Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges his foot fell off the footrest and it got caught in door jam resulting in a fractured tibia.

Manufacturer narrative:
The provider evaluated and repaired the device for the consumer. The unit is working properly. Provider evaluated and repaired.

Event description:
Consumer alleges his foot fell off the footrest and it got caught in door jam resulting in a fractured tibia.